Event description:
The customer alleged that the audio alarm would not function. Issue was found during pre-patient testing and there was no pt. The mallinckrodt customer support engineer (cse) inspected the device and found the connector from the batteries to the mother board not completely connected. The unit passed extended self testing. It is not verified that the ventilator malfunctioned, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.